Event description:
A customer reported a malfunction on a pump, triggering a malfunction code, malf 3. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.